Manufacturer narrative:
Event description: according to the info received from the distributor, the user facility reported that the footplate broke off during a cervical fusion procedure. The broken piece was recovered from the pt and it was not necessary to perform an x-ray. There was no pt injury reported. The broken footplate piece was returned for eval together with the instrument. Conclusion: we consider it to be likely that the punch had not cut properly due to the damaged cutting edge and thus more force had to be applied to the instrument what finally lead to the break. The damaged cutting edge should have been repaired / reworked before using the instrument again.